Event description:
Additional information was received from the complainant reporting intervention was that they followed recommended instructions for use of heparin, previously they held out due to surgical bleeding. Unfortunately this patient had passed or family withdrew care and device could not be retrieved.

Manufacturer narrative:
B5. Additional event description added. D4. Catalog updated.

Manufacturer narrative:
The root cause of the injuries could not determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The impella rp was placed following coronary artery bypass grafting (CABG) and myocardial infarction, after the right ventricle decompensated during an attempt to revascularize the right coronary artery (rca). The patient had recently received stents and later disclosed non-adherence to dual antiplatelet therapy (dapt). During clot removal and attempted revascularization at an outside facility, an rca perforation occurred, which was managed with balloon tamponade to prevent pericardial effusion. The patient was then transferred to sunrise for emergency bypass of the rca and additional vessels. The balloon was estimated to have remained inflated for 2¿3 hours before revascularization. Following CABG, the right ventricle demonstrated minimal movement, prompting impella rp placement on friday, with the chest left open. Due to ongoing bleeding, heparin therapy was not initiated, making adherence to best-practice anticoagulation challenging. The patient also tested positive for drugs. On sunday, at approximately 1¿2 p.m., shortly before a scheduled washout procedure, nursing staff documented decreased impella flow. The patient was taken to the cardiovascular operating room (cvor) for washout and evaluation for thrombosis. Transesophageal echocardiography did not reveal thrombus at the inflow or outflow areas but demonstrated clot within the right ventricle surrounding the cannula. At the conclusion of the procedure, systemic heparin and purge heparin were initiated. The patient subsequently expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.